Event description:
Philips received a complaint by the customer on the v60 indicating that the overcharge voltage protection (ovp) circuit had failed. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the ovp circuit failed. A field service engineer (fse) went onsite to further evaluate and repair the reported issue. The fse determined that the motor controller (mc) printed circuit board assembly (pcba) and data acquisition (da) pcba required a replacement. The fse replaced the mc pcba and da pcba and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.